Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-12569. Related manufacturer reference number 3006705815-2019-04375. It was reported patient was not able to turn on MRI mode. An x-ray was taken, and physician believed that leads had disengaged from the header. Patient reported of having a fall about a month ago. As a result, patient had ipg replacement. Patient was able to set device into MRI mode post procedure and effective therapy was established. No intervention steps were done with the leads.

Manufacturer narrative:
Date of explant has been cleared lead was not explanted.